Event description:
It was reported that the pump's usb port was damaged and loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.